Event description:
On 10/26/1998, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: wheezing, tearing of the eyes and difficulty breathing. On or about 12/2/1996, plaintff was diagnosed as being allergic to latex. Plaintiff's continued and repeated exposure to latex gloves caused him to suffer severe and irreversible type-1 latex allergy.